Event description:
A customer reported receiving a minimum fill notification while trying to load a new cartridge. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to remove the pump from the case and clean the pneumatic tap area, but reloading the same cartridge did not resolve the issue. The customer was guided to fill and load a new cartridge onto the pump, which resolved the issue, allowing the customer to resume insulin delivery.